Event description:
It was reported the implantable neurostimulator (ins) showed the elective replacement indicator (eri) message. The ins was examined at the physician's office last week and it was confirmed that it needed to be replaced. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product typ lead product ID 3031a lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).